Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 53 mg/dl at time of incident and treated with food, was corrected and had too much bolus for the carbs and current blood glucose level was 194 mg/dl. Customer refused troubleshooting because they knew the cause of the low blood glucose event and it was already treated. The insulin pump will not be returned for analysis.